Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: damaged insulation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be third party repair. Mfg date:the device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: damaged insulation the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be third party repair. Mfg date:the device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.